Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was confirmed through testing. The power supply failed the inspection due to power off. For the console n-6075, the power supply replacement resolved the power failure issue.

Event description:
Information received by medtronic indicated that the cryoconsole was not powering on properly during a case. The procedure was completed using the user facility's second cryoconsole. There were no patient complications. Reportable following revision to regulatory reporting criteria.